Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose in the range of 50mg/dl. Patient's blood glucose was 283mg/dl and he bolused for his breakfast and he later on about lunch time his blood glucose dropped and he treated that and it came back up from 102mg/dl to the mid 50mg/dl. The customer was treated with carbohydrate. The product will not be returned for analysis.